Event description:
The microcatheter was reported to have a hole. During procedure as contrast was injected through the microcatheter, it was not exiting the tip as expected. The microcatheter was removed and replaced with another similar catheter. There were no consequences or impact to the pt.

Manufacturer narrative:
Add'l info reported the microcatheter was flushed as per the directions for use (dfu). The flush had worked fine and the stylet was introduced and inserted with out difficulty. Also, no embolization had yet taken place when this incident occurred.